Event description:
It was reported that the customer was hospitalized due to high blood glucose of 545mg/dl, and she was treated with an insulin drip. The customer experienced nausea, vomiting, diabetes ketoacidosis, and tachycardia. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found motor error, battery alarms, and empty reservoir alarms. The nurse stated that the insulin appears to be denaturing in the tubing. Unable to continue testing as customer did not have any supplies available at the time. Then the customer called to run a manual prime test, and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to change the entire infusion set and reservoir. Suggested to remove the cannula, and it was not bent or occluded. The caller mentioned getting motor error. Ran the displacement test and passed. Advised the customer that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.